Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the rail that supports the ventilator carriage, was broken. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #: 220592.

Manufacturer narrative:
The reported issue of side rail separated from the mobile cart could not been investigated on site since the customer did not request any service. We have received pictures that depict the dislodged side rail. No parts were returned for investigation and we haven't not received any further information regarding the status of the rail. The root cause of the reported issue has not been confirmed but is most likely related to an overload, or mechanical force that is above the specification the rail has been designed for.